Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude and undersensing. Boston scientific technical services (ts) discussed option of medium-low, retrograde conduction testing, if no retrograde, possibly programming off post-ventricular atrial refractory period (pvarp) after premature ventricular contraction (pvc) but also discussed option for sensor trending. Also, ts discussed deep, regular breaths to help activate minute ventilation (mv) rather than short, shallow breaths. To date, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude and undersensing. Boston scientific technical services (ts) discussed option of medium-low, retrograde conduction testing, if no retrograde, possibly programming off post-ventricular atrial refractory period (pvarp) after premature ventricular contraction (pvc) but also discussed option for sensor trending. Also, ts discussed deep, regular breaths to help activate minute ventilation (mv) rather than short, shallow breaths. To date, this lead remains in service. No adverse patient effects were reported. Additional information indicated that this ra lead was explanted due to infection. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude and undersensing. Boston scientific technical services (ts) discussed option of medium-low, retrograde conduction testing, if no retrograde, possibly programming off post-ventricular atrial refractory period (pvarp) after premature ventricular contraction (pvc) but also discussed option for sensor trending. Also, ts discussed deep, regular breaths to help activate minute ventilation (mv) rather than short, shallow breaths. To date, this lead remains in service. No adverse patient effects were reported. Additional information indicated that this ra lead was explanted due to infection. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only the proximal segment was returned at approximately 97 millimeters (mm) from the terminal end. Also, undersensing and low amplitude allegations were not confirmed based on normal lead resistance measurements, inner insulation integrity and inspection which showed no conductor issues. Further, known inherent risk was selected based on the field report of infection or infection-related conditions which is a known medical risk when the skin barrier is breached.